Manufacturer narrative:
The complaint states procedure performed at mater pvt hospital (B)(6) 2017. Primary implant date (B)(6) 2015. Patient chose to go for a run 3 days post op from the date of procedure. Srom stem/sleeve was lose. Patient lm, female ((B)(6). Revision undertaken a revie wof manufacturing records and complaint databases did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address stem/sleeve loosening.